Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call crack on the insulin pump casing by the battery cap. The customer¿s blood glucose was 370 mg/dl at the time of incident. Customer stated that the insulin pump buttons were hard to push and the screen was dim even when backlight is on. No keypad anomaly troubleshooting was performed. Customer had a high blood glucose of 370 mg/dl and declined troubleshooting. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Device passed displacement test and self test. Device was monitored and no dim light during backlight test. No backlight anomaly and no missing segment noted. All buttons functioning properly no damage on the keypad assembly. Inspected connector on lcd and no unlock keypad connector. Device received with cracked case at display window corner, cracked battery tube threads, partially broken reservoir tube lip and stained address number label.